Event description:
Patient reported "uneven back area" post treatment, with an unknown applicator from coolsculpting system. Later, healthcare professional reported paradoxical hyperplasia.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received. Patient had coolsculpting treatment to the right/left love handle on (B)(6) 2021, right bra fat area on (B)(6) 2021, (B)(6) 2022 and left bra fat area on (B)(6) 2021, and (B)(6) 2022. Reported "uneven back area" post treatment, with an unknown applicator from coolsculpting system. Later, healthcare professional reported paradoxical hyperplasia.